Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was currently in the intensive care unit. The caller stated the customer experienced high blood glucose of 565 mg/dl at the time of incident. The customer was admitted into the hospital on (B)(6) 2017 with a high blood glucose. The customer experienced high ketones, dizziness and vomiting leading to the hospitalization. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting did not find any issues with the insulin pump. The drive support cap appeared to be normal. Customer's current blood glucose was 336 mg/dl. The insulin pump will be returned for analysis.